Manufacturer narrative:
The product has not been returned to the manufacturing site. Based on the results from the product and batch history record, the product met release criteria. Root cause cannot be identified at this time. No other complaints for the lot. The manufacturer internal reference number is: 2021-42487.

Event description:
A non healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient was unsatisfied with vision. The surgeon attempted first exchange and was unable to remove the lens from the left eye. Additional information has been requested. However, further information has not been received.